Event description:
The patient experienced no relief. It was noted that the expected pump volume was 13.9 cc and the actual volume was 19 cc. The pump was replaced, because the health care professional felt it was a failed pump. The patient recovered without sequela. There was no patient injury. The pump was used to deliver dilaudid 10 mg/ml at a rate of 3.5 mg/day.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.